Event description:
Patient reports a history of "many allergies" and a possible nickel allergy. Prior to implanting the device, the surgeon requested an evaluation by an allergist. To assist in the evaluation, the allergist requested a polished disk of the implant material for (B)(6) testing, which was carried out and was apparently negative. The device was implanted. Approx. 7.5 months later, the patient reported what appeared to be symptoms of an allergic response and the decision was made to remove the device. Removal is planned for next week at an (B)(6) and hospitalization will not be required.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. (B)(6) standard for the material for which the implant was made specified nickel content which was believed to be the cause of the patient's possible allergic reaction.